Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 for the treatment of stress urinary incontinence, rectocele and cystocele and mesh was implanted. It was reported that the patient experienced multiple complications including erosion, formation of scar tissue, additional surgeries, neurologic compromise to her structures and tissues, pain, infection, dyspareunia, vaginal scarring and urinary problems. She underwent a mesh excision surgery in 2010 and a revision of vaginal mesh with repair of vaginal ulceration on (B)(6) 2011 due to erosion. No additional information has been provided.

Manufacturer narrative:
(B)(4) - dyspareunia; urinary problems; vaginal ulceration. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-01213 and medwatch 2210968-2013-04595. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent implantation due to stress urinary incontinence, rectocele, and cystocele. As per operative report, patient underwent mesh anterior and posterior repair and mesh approach placement on (B)(6) /2009. It was reported that post implantation patient experienced pain, erosion, infection, dyspareunia, vaginal scarring and urinary problems and had revision of vaginal mesh with repair of vaginal ulceration on (B)(6) 2011 due to erosion. No additional product information provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding, difficulty emptying bladder, discomfort, and vaginal atrophy.

Event description:
It was reported that following insertion the patient experienced vaginal bleeding, difficulty emptying bladder, discomfort, and vaginal atrophy.